Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the total laparoscopic hysterectomy procedure there was a problem with one endo stitch and two polysorb sutures. One suture needle just came off the instrument but was retrieved. An x-ray performed for the express purpose of locating the component, or confirming that all pieces were located. The second polysorb suture had the suture itself fall off at the needle and the needle came off the instrument. To complete the procedure, the endo stitch was handed off the sterile field and replaced with a new device and new sutures, same lot numbers. There was no harm caused to the patient. The device is expected to be returned for evaluation.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of received one device. The event report alleges the product was used in a surgical procedure. Additionally, analysis suggests that the product was used in a surgical procedure. Visual functional indicated no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures; therefore, a device history record will not be performed. Our investigation was unable to determine a root cause or establish a relationship between the device and the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.